Event description:
Received user medwach on 07/17/06. The complainant reported that a PICC catheter that had been therapeutically placed in a pt (age and gender unknown) was noted with a leak on the catheter distal to the suture wing. The complainant reported the event occurred the day of insertion and the device was removed from the pt and another replacement same device was successfully implanted. No sequellae was identified by the complainant as a result of the report problem. The complainant indicated that the physician identified the problem to be the result of infusion nurses using an incorrect size syringe which caused a high pressure per inch (pei) in the catheter which results in a leak in the catheter.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval due to device was disposed by the facility; therefore, a failure analysis is not available, and we are not able to determine if the device met specification. Should further relevant details become available, a supplemental medwatch report will be filed under the appropriate sequence number. At this time, we are unable to determine the relationship between the device and the cause for this event. Our directions for use outline appropriate placement, access and maintenance procedures.